Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was other and unspecified convulsions accompanied by asphyxia and respiratory arrest. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
On (B)(6) 2015 a death certificate was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient¿s cause of death was respiratory arrest due to (or as a consequence of) asphyxia due to (or as a consequence of) seizures. The death was sudden, within minutes, and the death certificate indicates that an autopsy was performed, although the autopsy report is not available for review by the manufacturer. The manner of death is documented as natural. A sudep (sudden unexpected death in epilepsy) evaluation was performed by the manufacturer and it was determined that the death was classified as probable sudep, although there is no information indicating that the death is related to vns.

Event description:
Information was later received from the patient¿s mother that the patient died because an ER doctor prescribed propofol and fentanyl, which killed the patient.